Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm, vicmo13.2, -16.0 diopter, implantable collamer lens was implanted into the patient's right eye (os) on (B)(6) 2024. Excessive vault and lens opacity (cataract) was observed. Lens explanted on (B)(6) 2024. Problem resolved. H1 - reported as malfunctions - update to serious injury. H6 - health effect - impact code(f) - reported as 2199 - update to 4627. D6b - 16-may2024. Claim# (B)(4).

Manufacturer narrative:
Additiona/correction information: b1 - reported as product problem - adverse event. B2 - reported as -blank- report as required intervention to prevent permanent impairment/damage. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo 13.2, -16.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2024. Excessive vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.